Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set tube leakage at site event on 05-jun-2024. Infusion set has been used for 2 days. Blood glucose level was 15 mmol/l. Customer replaced infusion set and resumed insulin successfully. No further information available.